Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted (B)(6) 2015.

Event description:
It was reported that the patient received an inappropriate shock due to an inappropriately grounded light in the pool causing electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.